Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the posterior capsule tore. In a follow-up it was reported that the lens is not considered to be the root cause of the capsular tear. Root cause is unknown. No further information is expected.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens is scratched. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of pc-tear. A malfunction has not been indicated. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. No further information is expected. (B)(4).